Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown elastic nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: chen, l., et al(2018), a retrospective comparison of minimally invasive percutaneous plate osteosynthesis (mippo) and minimally invasive percutaneous titanium elastic nail osteosynthesis (mipteno) for midshaft clavicle fracture. International journal of clinical and experimental medicine 2018. Volume 11(2), pages 870-876 (china). The aim of this prospective study is to compare mippo and mipteno in regards to the treatment of midshaft clavicle fracture in adults. Between january 2007 and october 2013, 54 patients with midshaft clavicle fracture were included in the study. These patients were divided into two groups; the mippo group consisted of 27 patients (16 male and 11 female), with a mean age of 37.8±10.6 years, were treated with unknown synthes locking plate while the mipteno group consisted of 27 patients (15 male and 12 female), with a mean age of 39.1±11.4 years, were treated with unknown synthes titanium elastic nail. The patients were asked to exercise with a motion range <90 degrees during the first 3 weeks, and then to go full range thereafter. A mean of 15 months of follow-up was done on all the patients every 4 weeks after discharge. The following complications for reported in the mippo group were reported: two patients had dysesthesia. Two patients had painful local irritation. The following complications for mipteno group were reported: three patients had telescoping with painful prominence of the medial protruding nail. Four patients had painful local irritation. One patient had infection. One patient had implant failure. This report is for an unknown synthes titanium elastic nail (ten). This is report 2 of 2 for (B)(4).